Event description:
N/a.

Manufacturer narrative:
An event of retraction problem was reported. The flexnav delivery system, along with the valve loaded, was returned to abbott for investigation. The locking button, sliding mechanism, deployment/re-sheath wheel, micro adjustment wheel, and 80% lever were all manipulated and assessed, and all were functional with no anomalies noted. Visual observation showed the distal end and mid-section of the valve capsule to be kinked, and the distal end of the inner shaft to be kinked. These damages are consistent with damage incurred during use. Due to the damage on the delivery system, functional testing was precluded. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the root cause of the reported retraction problem could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, 29 mm navitor valve was chosen for implant using a large flexnav delivery system. The valve prepared and loaded following instructions for use (IFU); fluoroscopic check showed no misloading. The implantation was started, they deployed until 80%, first attempt of re-sheath, the valve wouldn't go inside of the delivery system. The delivery system was pulled back into the descending aorta, tried to re-sheath again, unsuccessfully. The physician decided to remove the valve and the delivery system through the 18f non-abbott sheath. A new 29 mm navitor valve and large flexnav delivery system were used and completed the procedure. The patient was reported stable.